Event description:
The initial reporter received questionable calcium gen.2 (ca2) results from multiple patient samples tested on the cobas c 503 analytical unit. The customer stated that their water system was serviced on 01-may-2024 and that they started receiving low calcium results from the analyzer on 03-may-2024. The reporter was able to provide two examples of discrepant results: the initial results were reported outside of the laboratory. The delta check flag in the middleware prompted the rerun of the patient samples. Sample (B)(6). The initial result was 8.4 mg/dl with a data flag. The repeat result was 10.1 mg/dl. Sample (B)(6) the initial result was 6.9 mg/dl with a data flag. The repeat result was 8.7 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 755465. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. On the field service engineer's (fse) initial service visit, he analyzed the calibration trace and found that the calibration technically passed but the set points were not in line with previous calibrations. Recalibration was then performed resulting in new set points that looked normal. The customer performed qc and a precision check using qc level 1 with acceptable results. On the fse's follow-up visit, he instructed the customer to flush the system after water maintenance was done. The customer performed a precision check and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.